Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was observed to have a broken cable. There was no patient involvement or reported patient impact due to the observed failure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.